Event description:
The physician was unable to perform the cap/dye study due to patient size. At the revision the catheter was found to be fractured and was replaced. At the time of the report it was thought the patient was doing well.

Manufacturer narrative:
Catheter model 8709 lot# j0056662r implanted: (B)(6) 2001 explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect. "The patient did not feel that he was getting the same pain relief that he has had in the past." A cap/dye study was attempted on (B)(6) 2012 by the hcp. They were unable to access the cap so the dye study was not done. The catheter was replaced on (B)(6) 2012. The pump was delivering morphine.